Event description:
The trial pt ((B)(6)) was implanted with a lead and extension on (B)(6) 2011. It was reported that during the trial the pt developed an infection at the extension exit site. As such, the devices were explanted. A culture was not taken; however, oral antibiotics were prescribed to the pt as treatment. Follow-up on this matter found that the reported info has resolved.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.